Event description:
It was reported that during a laparoscopic left hemicolectomy procedure, while using the device, the inactive pad began to melt and split down the center. Tissue pad fell into the patient and was retrieved. Another device was used to complete the procedure. There were no adverse consequences for the patient reported.

Manufacturer narrative:
(B)(4); device not returned. No device received for analysis at time of submission of 3500a. When additional information is received and/or the device analysis has been completed, a supplemental medwatch will be sent.

Manufacturer narrative:
(B)(4). Additional information: the device was returned with the tissue pad damaged, melted and 100% present and not detached as reported by the customer. In addition, the tip of the blade has gouges. The device was tested with a generator and all buttons were functional. There were no anomalies or alert screens noted with the functionality of the device. Probable causes of tissue pad damage are applying pressure between the instrument blade and tissue pad without having tissue between them. Prolonged usage of advanced hemostasis mode may cause tissue pad damage. Keep the clamp arm open when backcutting or while the blade is active without tissue between the blade and tissue pad to avoid damage to the tissue pad. Once the tissue pad is damaged there is metal to metal contact on the blade which can cause the "relax pressure on blade" and then the "replace instrument" message on the generator."